Event description:
It was reported an external fluid leak was observed originating from the air protective cover on the upper venous port of a prismaflex m150 set during prime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample the tp square was observed leaking at the level of the membrane. The reported condition was verified. The lines of the set including spikes are provided by one of our internal suppliers. The manufacturing plant has several control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.